Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated when she did not show up for work, her co-worker was worried and called her. While on the phone, the patient stated she was not making logical sense sand her coworker called the paramedics to her home. When the paramedics arrived, the patient's cgm was showing 98 mg/dl but the finger stick taken by the paramedics showed 38 mg/dl. The paramedics had the patient eat and apple and a peanut butter sandwich. At the time of contact, the patient was in normal condition. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data.